Manufacturer narrative:
Pump received with button error alarm and no button response due to flattened button dome switch. Unable to test the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to no button response. No unlocked j2/lcd keypad connector. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive. The customer's mother did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 300 mg/dl. The caller reported that the customer had a seizure several days prior to the call. Blood glucose level at the time of the incident was 41 mg/dl, which was treated with food and glucose tablets. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.